Event description:
It was reported that shaft break occurred. A 24 x 3.00mm promus elite mr drug-eluting stent was advanced for treatment. The shaft broke and the device was removed from the patient. The procedure was completed via an alternate device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter email: (B)(6). B3: date of event: used first date of the month since exact event/procedure date was not provided.